Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: device become stuck during removal. Pfna blade inserted as per technique guide. When surgeon tried to remove the insertion handle it become stuck to the back of the blade. Force and a diamond burr were required to detach the inserter. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing. Placeholder.